Manufacturer narrative:
One opened disposable ia handpieces was received for the report of breakage immediately when touched. The returned sample was visually inspected and found to be nonconforming. The cannula was broken off near the tip of the over molded plastic. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the cannula was broken off near the tip, how and when this occurred cannot be determined by this evaluation. The most likely root cause is handling at any point after the disposable ia handpieces was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable ia handpieces are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the irrigation and aspiration tip was broke immediately during setting just before using it during a test. The surgery was performed and completed after replacing the product with another one. The details of patient impact was not reported.